Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis with no damage found. During analysis, the customer's stated problem was not confirmed. Performed testing, the device did not lose its programming. The device ran the program for an extended period of time with no issues occurring. Therefore, no fault found with the pump. However, service recommended to install software as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during testing, a smiths medical cadd ms3 pump lost its programming. No patient was involved in this event. No adverse effects were reported.